Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the device failed to alarm for low blood glucose and as a result, she required treatment of glucagon injection by paramedics for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the libre sensor and reported complaint and it concluded that the review did not identify any trends that would indicate any product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the device failed to alarm for low blood glucose and as a result, she required treatment of glucagon injection by paramedics for hypoglycemia. There was no report of death or permanent injury associated with this event.